Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the rotapro atherectomy system for batch 26528457. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft. The drive shaft was able to rotate. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the knob switch (ablation button) was pushed, the advancer was not able to run. It did not get any speed, and a stall error was displayed on the console. When placed in dynaglide, it again did not get any speed, and a stall error was displayed on the console again. The advancer was dismantled and the components inside the advancer were inspected and the turbine was found to be corroded. Product analysis did not confirm the reported event, as the device stalled and would not run. It was considered likely that the corroded turbine was attributable to being used during the procedure.

Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention to treat coronary artery disease. During preparation, the rotapro platformed successfully at 160,000 rotations per minute (rpm) outside the body. During the procedure, the device was advanced into the body, and one ablation run was successfully performed. During the second ablation run, the speed increased from 160,000 rpm to 200,000 rpm. It was audibly noted that the speed seemed to increase as well. An attempt was made to reduce the rotation speed by turning the knob, but there was no response. The device was removed. The procedure was completed by placing a synergy stent. No patient complications were reported. The patient was fine.

Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention to treat coronary artery disease. During preparation, the rotapro platformed successfully at 160,000 rotations per minute (rpm) outside the body. During the procedure, the device was advanced into the body, and one ablation run was successfully performed. During the second ablation run, the speed increased from 160,000 rpm to 200,000 rpm. It was audibly noted that the speed seemed to increase as well. An attempt was made to reduce the rotation speed by turning the knob, but there was no response. The device was removed. The procedure was completed by placing a synergy stent. No patient complications were reported. The patient was fine.